Event description:
It was reported that bd intima-ii y 24gax0.75in prn/ec slm leaked at adaptor tubing junction the following information was provided by the initial reporter; (B)(6) 2023 10:00, endoscopy center 9 clinic outpatients painless gastroenteroscopy, anesthesiologists and clinic nurses found saline sealing tube when the yellow indwelling needle interface and needle side of the plastic tube between the oozing of medication (check the preoperative and intraoperative injection of medication did not find this situation), end of the operation with saline flushing tube, found that the indwelling needle plastic interface and the hose is broken, immediately removed to deal with the situation.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1. DHR/bhr review(lot#3135077): 1) this batch of products were assembled at intima ii auto line 4 in june 2023, and packaged at r240 package line in june 2023. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No actual samples and photos have been received, the specific site and damage state of the leakage of the indwelling needle cannot be identified. 3. 45psi leakage test is carried out on the retained sample of this batch, and no leakage is found. Please refer to attachment for the test report. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): since no abnormalities is found in the process and retained sample, no similar complaints have been received from other hospitals about this batch of products, no deeper analysis of the defective sample can be conducted, and the root cause of the leakege cannot be determined. The plant will continue to pay attention to and track such defects.

Event description:
No additional information provided.